Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out of range shock impedance measurements of greater than 125 ohms for an unknown reason. It was noted that the shock impedance had been trending on the high side for awhile. A revision procedure was performed where the rv lead was surgically abandoned and the ICD was explanted. No additional adverse patient effects were reported.